Event description:
The user facility biomed reported that the device alarmed "high peak press" and stopped ventilating while on a neonate patient. The patient was removed from the device and placed onto another device. There was no patient harm reported.

Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event, status of the patient and status of the device. As of 06/01/2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). The user facility biomed reported that he has been unable to reproduce the reported event. A carefusion technical support specialist advised the user facility biomed to calibrate the device's inspiratory and expiratory pressure transducers and see if it takes and then run the device overnight to see if he can duplicate the reported event.